Event description:
A malfunction with a code of malf 24 was reported, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.